Manufacturer narrative:
Although the exact patient age is unknown, it was reported that the patient is between the ages of (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a hydrothermablation procedure set was used during a hydrothermablation (hta) procedure (procedure date unknown). According to the complainant, the patient developed postsurgical endometritis, an infection caused by fluid (blood and discharge) and bacteria caught in the cervix. The patient received antibiotics, but the type of antibiotics administered has not been provided. There were no further patient complications. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.